Manufacturer narrative:
The first stent was discarded by the facility and is not available for evaluation; the second stent remains implanted in the patient. The device history records were reviewed for the implanted stent and there were no non-conformances thought to be related to the reported event. (B)(4). Hypotony is listed in the device labeling as a known inherent risk of cataract and glaucoma stent surgery. Note: originally submitted to FDA on: 05/11/2016 using core ID: (B)(4). Reference MDR #2032546-2016-00028 for the report on the first stent that was not implanted.

Event description:
During cataract surgery with implantation of the istent in the patient's left eye, the surgeon reported being unable to properly implant and re-grasp the stent. The stent was then removed from the eye and discarded. A backup stent was opened and thought to be successfully implanted, however, the surgeon was unable to visualize the stent at the completion of surgery. During the postoperative exam the patient's iop in the operative eye was 3 mmhg. The surgeon plans to examine the patient in one week using gonioscopy to attempt to visualize the stent. Other than hypotony, the patient was reported to be doing well. Additional follow-up was received on 5/10/2016 reporting that the patient is improving and the surgeon is not concerned with the patient's status or prognosis. Additional follow-up is being requested.

Manufacturer narrative:
Stent malposition is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
Additional follow-up was requested and on 5/16/2016 the surgeon provided the following details. The patient is doing fine and the iop has returned to mid-teens. The surgeon can visualize the stent which appeared to be positioned posteriorly, intervention was not indicated. The surgeon provided the following additional information to glaukos on 5/25/2016. The initial cataract surgery with istent implantation was uneventful. The patients had almost no pigmentation, therefore the trabecular meshwork was difficult to visualize during surgery. Post-operative imaging on (B)(6) 2016 confirmed that the istent was malpositioned, the snorkel appeared to be posterior toward iris root. The patient was monitored and the hypotony resolved without intervention. The patient's iop has returned to baseline. Pre-operatively the patient was taking dorzolamide and latanoprost. Post-operatively the patient is only taking dorzolamide. The eye is quiet and healing well.